Event description:
The clinical territory manager reported via phone call that the customer was hospitalized due to hypoglycemia. It was unknown that auto mode feature was active or not at the time of event. The customer will continue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.